Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that control solution tests performed on their onetouch verioiq meter fell above the specified control solution range. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy control issue began approximately 3 to 4 months ago. On an unspecified date/time, the patient reported obtaining control solution readings of ¿158 and 148 mg/dl¿ which fell above the specified control range of ¿102 -138 mg/dl¿. The patient manages his diabetes using a combination of diabetes medications, specifically galucride, galucafide, and other. The patient denied making any changes to his usual diabetes management routine in response to the reported issue. The patient reported developing symptoms of ¿anxiety¿ immediately after the alleged meter issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the testing procedure was correct, the correct control solution was being used and the test strips and control solution were not expired. During the call, the csr walked the patient through a control solution test using the subject meter, and the result also fell outside of the specified control range. The issue remained unresolved, and replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.